Event description:
During a procedure, the surgeon was inserting a 4.0 mm ti cerv self-retaining, self-drilling screw with the extraction screwdriver and the inner shaft for extraction screwdriver's tip broke off in the head of the screw. Surgeon removed the screw, selected another and completed the procedure. No additional time was added to the procedure. This complaint is on the screw. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. An investigation could not be completed. No conclusion could be drawn, as no product was received.